Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 03718.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed, minor gouges on the flex tip. The sapien 3 ultra valve was not returned. Case imagery was provided for review. The 3mensio indicated an abdominal aortic aneurysm round the aortic bifurcation. Evidence of pre-existing stents was also seen in the femoral artery and at the location of the abdominal aneurysm. Procedural imagery showed the dislodged valve and sheath within the patient anatomy. The crimped valve was over the sheath c-marker band. Additional imagery showed outward bent struts on the inflow of the valve. Abdominal aortic aneurysm angulation of the guidewire was observed around the aortic bifurcation. The angulation created by the patient's anatomy could have lead to the non-coaxial insertion and/or withdrawal of the valve through the sheath and stents. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. Complaint history review from june 2020 to may 2021 for the edwards commander delivery system (all models and sizes) for the appropriate complaint codes revealed other similar events. Available information suggests that patient/procedural factors (undersized access vessels / calcification / tortuosity / existing scar tissue valve strut caught on liner, not retrieving devices as a single unit, non-coaxial withdrawal, excessive manipulation, withdrawal of crimped valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Per the instructions for use (IFU) and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 - 2 cm. Note: in expectation of high friction, use short movements. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the complaints were confirmed based on evaluation of the returned devices. Investigation of the devices revealed no indication that a manufacturing non-conformance contributed to the event. A review of the DHR and lot history and complaint history, revealed there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Complaint event describes the physician faced some resistance when advancing the delivery system through the sheath. Upon further review, it was seen that the delivery system was coiled outside of the sheath withing the patients pre-existing abdominal aortic aneurism (aaa). He further describes, 'we attempted to pull the valve and delivery system into the sheath before pulling the esheath out in order to get a new sheath and aortic occlusion balloon in. Unfortunately, the valve was left behind in the aorta as it wouldn't come back into the sheath with the delivery system.' Per returned imagery it can also be seen that the patient's aaa contained vasculature stents. Returned imagery also shows bent struts seen on inflow side of thv with the thv overlapping sheath distal tip within aaa. It is possible that the bent struts of the thv caused a tear on the sheath leading valve interaction with pre-existing stent. Attempted withdrawals were made; however, it is possible that due to the angulation created between sheath/stents and aaa valve may have been non-coaxial with sheath tip during withdrawal. This could have led to the damages seen on returned sheath and the reported withdrawal difficulties. Further excessive manipulation in trying to withdraw delivery system with crimped valve in a non-coaxial environment could have also led to the valve stripping off of the balloon and remaining in the aaa. Although a definite root cause could not be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation) may have contributed to the complaint events. Procedural factors (manipulation of the devices), in addition to patient factors, likely contributed to the perforation of the abdominal aortic aneurysm and subsequent patient death. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03718 and related manufacturer report no: 2015691-2021-03956.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Resistance was encountered during the advancement of a sapien 3 ultra valve through the esheath, resulting in the valve and delivery system going through the sheath. Perforation of a pre-existing abdominal aortic aneurysm (aaa) occurred due to the manipulation of the devices, resulting in the patient death. As reported, during a transfemoral tavr procedure, some resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. When the image intensifier was moved to view the location of the delivery system, it was observed to be 'coiled' (doing a 360) outside of the sheath. It was also noted that the delivery system was very close to the aaa. At this time. The patient's blood pressure dropped significantly, and it was determined that the delivery system had perforated the aaa. An attempt was made to withdrawal the valve and delivery system back into the sheath. The valve was not able to be pulled back into the sheath and the attempts resulted in the valve being dislodged from the delivery system balloon and left in the aorta. An endovascular aortic repair with a bifurcated graft was performed. This excluded the tear and the valve into the aneurysm and outside of blood flow. At the time of the report, the vascular surgery was completed; however, there was concern of the risk of abdominal compartment syndrome due to the amount of blood that flowed out of the aorta and into the belly. Additional information was received that the patient expired the night of the procedure. The exact cause of death was not provided.